Event description:
It was reported that the left ventricular lead had increased impedance, unstable thresholds and an apparent fracture. The lead is still in use. No patient further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.